Event description:
It was reported that the patient suffers from morbus meniere that was sleeping during the last years. Recently it reoccurred and lead to complete deafness on the left ear. The right ear, also implanted with a vibrant soundbridge, is still fine. The implant is working properly. Exchange of the vorp in the left ear with a cochlea implant is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.